Manufacturer narrative:
Information pertaining to the 6.5 mm tap 9734302 was previously reported in regulatory report # 1723170-2019-03761. Product event summary # damaged instruments solera tap, navlock, awl, and spine clamp. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that a 6.5 solera tap had bone stuck in it, the orange navlock was stuck on the awl tip, and a short spine clamp was stripped. No patient present.